Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. The first mitraclip xt (40501a1003) was inserted and deployed on the mitral valve. However, post deployment, the clip detached from the anterior mitral leaflet (aml) and remained attached to the posterior mitral leaflet (pml) (single leaflet device attachment/slda). To stabilize the slda clip, a second mitraclip xt ((B)(6)) was inserted and advanced to the mitral valve. However, the second clip became entangled with the first clip and dislodged the first clip completely. The first clip had come to rest in the left ventricle (lv), just below the mitral valve. The second clip was removed from the patient and the first clip was snared out of the patient. The second clip was reinserted and deployed on the mitral valve, reducing the mr to a grade of 1-2. It was noted that difficulties visualizing the clips during the procedure occurred. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported incomplete coaptation could not be conclusively determined. The reported device damaged by another device and expulsion are related to procedural conditions (interaction with another clip). The reported poor imaging is related to procedural conditions (imager inexperience). The reported embolism is a cascading event of the device being damaged by another device. The reported patient effect of embolism, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical interventions were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.